Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in off-site to report right-hand control issues. The customer stated that when the surgeon was manipulating the right hand controller, the jaws on the instrument would not respond correctly and seem to open up like they were spring loaded. They were operating in a dual console setup and the surgeon was able to move over to the other console in the room to complete the case with no further issues. The customer also stated that multiple instruments were installed and different arms were used, but the issue was always with the right master tool manipulator (mtmr). The customer confirmed it was the purple console that had the issue. The customer further stated that they did not see any restrictions from the console that would cause this issue, but was no longer at the site. The mtmr would move freely with no issues when the clutch was engaged. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted that the right master tool manipulator (mtmr) gimbal would flip up or down depending on where the surgeon let go. The brakes would not lock. The fse replaced the mtmr. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) involved with this complaint to perform failure analysis. Failure analysis confirmed, but could not replicate reported complaint. A review of the field error logs showed the unit had experienced the following error code: 23075 (eevt_mtm_drift_detected). A visual inspection was performed and found cosmetic damages on the platform cover and frame. Due to an excess amount of powder coating found. The unit was placed on in-house system and passed. There were no issues using system and driving with instruments. Upon further testing, the unit was placed on a surgeon side console fixture test platform (sftp) to perform fitness tests and 1-hour sine cycle. The unit failed on the following unrelated to the field complaint: backdrive - wy failed verify encoder cal - wp, wy, ro and grip failed. After performing calibrations, they re-executed the test and passed. Clutch button cal verification failed. After performing calibrations, they re-executed the test and passed. They encountered "gravity balance test post sine cycle - wp error: gravity balance test post sine cycle - wp error: joint failed to move as expected during the test. Please verify no faults or obstructions are present." Failure analysis noticed cb pulley was not routed correctly. They re-routed, re-executed the test, which passed. Slow gravity balance test post sine cycle - wp failed, check error log pre sine cycle failed, and gravity homing cal - el, plat, wp and wy failed. The root cause was determined to be undeterminable. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.